Manufacturer narrative:
The 28mm, 2.5mm diameter locking screw (1405-1028) is provided to customers assembled (1405-4007, diameter 2.5mm locking screw x 28mm with washer) within a sterile kit (sk-12) and marked single use. The UDI referenced is for the sterile kit, sk-12, that the product is distributed within. The device was not returned to the manufacturer for evaluation as it remains implanted and based on information from the surgeon, there are no plans to revise. The DHR review identified no issues during the manufacturing and release of this device that could have contributed to the problem reported. The company will supplement this MDR as necessary and appropriate. Device remains implanted.

Event description:
During a standard post operative follow up visit, it was noticed by the surgeon that the 28mm screw (1405-1028) had broken. The screw had originally been placed in a lapidus procedure on (B)(6) 2015 from the base of the 1st to the 2nd metatarsals. The screw was not symptomatic and the patient has returned to full activity. In addition, the tmt (tarsometatarsal) joint was fully fused/healed. There was no reported patient impact as a result of the broken screw and no plans for revision by the surgeon.

Manufacturer narrative:
The 28mm, 2.5mm diameter locking screw (1405-1028) is provided to customers assembled (1405-4007, diameter 2.5mm locking screw x 28mm with washer) within a sterile kit (sk-12) and marked single use. The UDI referenced is for the sterile kit, sk-12, that the product is distributed within. The device was not returned to the manufacturer for evaluation as it remains implanted and based on information from the surgeon, there are no plans to revise. The DHR review completed for two possible lots (15223 or hg15204) identified no issues during the manufacturing and release of this device that could have contributed to the problem reported. The radiographic evidence submitted with the complaint was re-reviewed on (B)(6) 2017 and it was determined that the root cause of the screw breaking is most likely a result of non-union of the patient's bone after surgery due to screws being placed in areas and/or using a technique where fusion is not likely to occur. The device is intended for fusion and non-union is a known potential adverse event identified in the instructions for use, lbl 1405-9005 provided with the sterile kit. The company will supplement this MDR as necessary and appropriate.